Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the wound drain, the image quality was poor even though there was an x-ray opaque line. Per follow up information received via rcc on 23jan2026, stated that number of incidents was 5 and quantity of returned item is 1.